Event description:
As per medical affairs, a patient reported having had unspecified johnson & johnson stent placed in an unspecified coronary artery, for an unknown reason in 1997. In an unknown date, the patient experienced an unknown event. Treatment included placement of a cypher stent in an unspecified coronary artery. It was not clarified if the patient was hospitalized. No further information was available.

Manufacturer narrative:
Complaint conclusion: as per medical affairs, a patient reported having had unspecified johnson & johnson stent placed in an unspecified coronary artery, for an unknown reason in 1997. In an unknown date, the patient experienced an unknown event. Treatment included placement of a cypher stent in an unspecified coronary artery. It was not clarified if the patient was hospitalized. No further information was available. There has been no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to draw an accurate conclusion between the reported events and the possible contributing factors.